Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received. Visual analysis was performed and no anomalies were found. Correction: the correct aware date of the initial medwatch report submitted was 2013-(B)(6). Device evaluation was received on 2013-(B)(6) which is the aware date of this supplemental medwatch.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: product ID addr03 implantable pulse generator (ipg) implanted: unknown; product ID 457453 implantable pacing lead implanted: unknown. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from hospice care for disposal. Per the paperwork, it was unknown if the death was related to the device. Exact implant duration was unknown. A cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.